Event description:
During use of the device, the rubber tip on the fragmentation basket separated and was retained. Four passes had been made on a lower arm gortex loop graft prior to the separation. The rubber tip could not be visualized, but was assumed to be retained. There were no complications associated with this event, and there are no plans to try to locate and remove the tip.